Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Investigation is in progress and manufacturer will file a supplemental report indicating the findings.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a revision surgery would take place in which a fractured screw and a screw in which a rod slipped out of would be removed. Revision surgery took place (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A general review of the manufacturing and inspection records did not reveal any contributing information/trends. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the screw remains with the patient no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained.